Event description:
On november 10, 2004 the reporter contacted lifescan on behalf of the pt alleging that his one touch ultra meter was prompting the error 4 message. The pt neither alleged harm nor experienced injury. The pt went to the hosp for a blood glucose test, as he was unable to test with his meter. The customer care rep (ccr) confirmed that the pt was using correct testing technique, the approximate room temperature was within range, and the test strips were in good condition. The ccr walked the reporter through a retest and the meter prompted an error 4 message. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.